Event description:
Per received report: it was the second embolization of an avm. The two deltapaq coils detached before pressing the detachment button on the box (use with the old standard cable, without remote control). One detached into the pt (a short piece of the coil was not in its place) one detected into the microcatheter. No pt injury reported.

Manufacturer narrative:
Additional catalog #: cdf100203-30. Additional lot#: g10400. Additional manufacture date: 03/2010. Additional expiration date: 03/31/2015. The product(s) has been received in our facility. However, evaluation has not been conducted at this time. A final report will be filed as soon as the evaluation has been conducted.